Event description:
It was reported that the patient presented to the hospital after receiving therapy. Device interrogation showed inappropriate therapy; likely due to undiagnosed atrial fibrillation. Device interrogation also showed a drop in ventricular r-wave amplitude. The lead was explanted and replaced when an attempt to reposition was unsuccessful.

Manufacturer narrative:
No medwatch form was received.